Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys probnp assay on a cobas e801 immunoassay analyzer when compared to a different cobas e801 immunoassay analyzer. Initial result: 48.3 pg/ml. The customer stated that the instrument gave an alarm for an abnormal low signal detected. Repeat result: 2790 pg/ml. The repeat result was deemed to be correct.

Manufacturer narrative:
The probnp reagent lot number and expiration date were not provided. The customer indicated they had reset the system and had an abnormal measuring cell condition alarm. The field service engineer found that the pinch valves/tubing were faulty. He replaced the pinch valves and the tubing. He then ran measuring cell preparation 5 times. No further alarms were reported after the pinch valve replacement. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on (B)(6)2023 and it was acceptable. Qc recovery was within ranges on the date of the event. No indication of a performance issue with the reagent. The alarm trace showed multiple alarms including abnormal aspiration (sample probe) alarms which is consistent with a preanalytical issue. It also showed low signal alarms and incubator bath water level sensor alarms. The root cause was due to faulty pinch valves/tubing. The service actions (replacing the pinch valves and the tubing) resolved the issue. The customer performed calibration and qc and they were successful. No further issues were reported afterward.